Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a bit flip occurred on the implantable pulse generator (ipg) and prevented the battery voltage to be displayed. The issue was resolved by initialisation during an interrogation. The device remains in use. No patient complications have been reported as a result of this event.